Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the insertion device that would compress the distal stem and the proximal body of the reclaim hip system did not work properly. The threads of the insertion device were damaged and as a result would not thread onto the distal stem. Since it wouldn't attach to the distal stem we could not use it. We have no way of knowing if the distal and proximal pieces were compressed with the necessary force. We proceeded with the case as described in the surgical technique. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.